Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure (ess205) was removed in (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted for female sterilization. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure implant removal). Essure (ess205) was removed in (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 621678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included numbness, paraesthesia, carpal tunnel syndrome, gastritis, irregular periods, high grade squamous intraepithelial lesion, dysfunctional uterine bleeding, chlamydial infection, irritable bowel syndrome, bloating, diarrhea, memory impaired, tenderness epigastric, constipation, memory deficit, neck pain, photophobia, libido decreased, tremor limb, caffeine increased, hyperhidrosis, tremor, multiple allergies (codeine), cervical dysplasia, loop electrosurgical excision procedure, pap smear abnormal, brain operation, low back pain and pain in hip. Previously administered products included for an unreported indication: mirena in 2006, depo-provera, aciphex, lamictal and celebrex. Concurrent conditions included seizure, gluten intolerance, depressive symptom, cervical intraepithelial neoplasia iii, bleeding breakthrough, uterus enlarged, grand mal seizure, low grade squamous intraepithelial lesion, epilepsy, prediabetes, human papilloma virus test positive, peritoneal pain, anxiety, depression, irritable bowel syndrome, vaginal discharge and fatigue. Concomitant products included ascorbic acid, bifidobacterium lactis (probiotic), calcium carbonate;colecalciferol (calcium d), cannabis sativa (cannabis), celecoxib (celebrex), duloxetine, ibuprofen (motrin), metformin and valproate semisodium (depakote). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hyperaesthesia ("allergic or hypersensitivity reaction type: more hypersensitive to touch with regards to area where implanted and surrounding areas"), fibromyalgia ("fibromyalgia"), dysuria ("bladder or urinary problems or changes:dysuria"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)/painful periods"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue/become more and more tired as the days went on"), allergy to metals ("allergic or hypersensitivity reaction: metal hypersensitivity"), abdominal pain ("abdomen pain"), back pain ("lower back pain"), psychosexual disorder ("psychological or psychiatric problems condition: psychological problems based on problems having intercourse or other sexual interaction with spouse/mental drain on self due to not being able to interact physical with husband") and parosmia ("allergic or hypersensitivity reaction-type: metal hypersensitivity with regards to pain and smell"). The patient was treated with surgery (hysterectomy (full) with salpingectomy(bilateral removal of fallopian tube)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hyperaesthesia, fibromyalgia, dysuria, dyspareunia, vaginal discharge, fatigue, back pain and parosmia outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the migraine, headache, nausea and psychosexual disorder was resolving. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, dysuria, fatigue, fibromyalgia, headache, hyperaesthesia, menorrhagia, migraine, nausea, parosmia, pelvic pain, psychosexual disorder, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: right side- four rings in the uterine cavity, left side- five rings in the tubal cavity in the uterine cavity . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: menorrhagia, vaginal haemorrhage , abdominal pain, dyspareunia, migraines, nausea, headache, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) (batch no. 621678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included numbness, paraesthesia, carpal tunnel syndrome, gastritis, irregular periods, high grade squamous intraepithelial lesion, dysfunctional uterine bleeding, chlamydial infection, irritable bowel syndrome, bloating, diarrhea, memory impaired, tenderness epigastric, constipation, memory deficit, neck pain, photophobia, libido decreased, tremor limb, caffeine increased, hyperhidrosis, tremor, multiple allergies (codeine), cervical dysplasia, loop electrosurgical excision procedure, pap smear abnormal and brain operation. Previously administered products included for an unreported indication: mirena in 2006, depo-provera, aciphex, lamictal and celebrex. Concurrent conditions included seizure, gluten intolerance, depressive symptom, cervical intraepithelial neoplasia iii, bleeding breakthrough, uterus enlarged, grand mal seizure, low grade squamous intraepithelial lesion, epilepsy, prediabetes, human papilloma virus test positive and peritoneal pain. Concomitant products included cannabis sativa (cannabis), ibuprofen (motrin) and valproate semisodium (depakote). On (B)(6)2007, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type: more hypersensitive to touch with regards to area where implanted and surrounding areas"), fibromyalgia ("fibromyalgia"), dysuria ("bladder or urinary problems or changes:dysuria"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping)/painful periods"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue/become more and more tired as the days went on"), allergy to metals ("allergic or hypersensitivity reaction: metal hypersensitivity"), abdominal pain ("abdomen pain"), back pain ("lower back pain"), psychosexual disorder ("psychological or psychiatric problems condition: psychological problems based on problems having intercourse or other sexual interaction with spouse/mental drain on self due to not being able to interact physical with husband") and parosmia ("allergic or hypersensitivity reaction-type: metal hypersensitivity with regards to pain and smell"). The patient was treated with surgery (hysterectomy (full) on (B)(6)2018,salpingectomy(bilateral removal of fallopian tube) on (B)(6)2018.). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the pelvic pain, hypersensitivity, fibromyalgia, dysuria, dyspareunia, vaginal discharge, fatigue, back pain and parosmia outcome was unknown, the vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the migraine, headache, nausea and psychosexual disorder was resolving. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, dysuria, fatigue, fibromyalgia, headache, hypersensitivity, menorrhagia, migraine, nausea, parosmia, pelvic pain, psychosexual disorder, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2007: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: menorrhagia, vaginal haemorrhage , abdominal pain, dyspareunia, migraines, nausea, headache, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2019: plaintiff fact sheet and medical record received. Events added: abnormal bleeding (vaginal, menorrhagia); allergic or hypersensitivity reaction type: more hypersensitive to touch with regards to area where implanted and surrounding areas, psychological or psychiatric problems condition: psychological problems based on problems having intercourse or other sexual interaction with spouse/mental drain on self due to not being able to interact physical with husband, fibromyalgia, dysuria, migraines, headaches, nausea; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, abdomen pain, lower back pain, allergic or hypersensitivity reaction: metal hypersensitivity with regards to pain and smell. Event outcome was updated for the event: abdomen pain, psychological problems, abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), dysmenorrhea(cramping), migraines, headaches, nausea. Lot no. Was added. Lab data was added. Concomitant and historical drugs were added. Concomitant and historical conditions were added. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.